Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged. Reportedly, the customer was able to charge the pump with the cable. Customer¿s blood glucose value was approximately 100 mg/dl.